Manufacturer narrative:
Date sent to FDA: 6/21/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient code: (B)(4)- surgical intervention, (B)(4). Device code: (B)(4)-hernia recurrence occurred. It was reported that the patient underwent mesh revisions on (B)(6)/2012 and (B)(6)2013 under dr. (B)(6) at (B)(6) due to recurrent ventral hernia and adhesions.